Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 44 mg/dl vs. 192 lab. Tests were done within 21-30 minutes with a difference of 74%. Pt did not experience any adverse enents. No further info has been reported.